Manufacturer narrative:
A visual, dimensional, and functional inspection were performed on the returned device. The reported failure to advance could not be tested as it was based on operational context. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effect of vasoconstriction (coronary artery spasm) is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure; however, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. In this case, it is likely that the stent delivery system (sds) interacted with the moderately calcified and 70% stenosed lesion during advancement, as resistance was noted, resulting in the reported failure to advance. Additionally, it is possible that manipulation of the device during its interaction with the lesion may have contributed to the noted bunched inner member, wrinkled/bunched/torn outer member, and leak/splash (outer member). There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified left circumflex artery that was 70% stenosed. During advancement of a 2.5x28mm xience xpedition, it was not able to push through. The device was pulled back and then pushed forward again but could not advance through the lesion. The xience xpedition stent was removed and replaced with a same size non-abbott stent to successfully complete the procedure. Although a delay was reported it was not clinically significant as the patient experienced vasospasm that was treated via medication, which did not cause any serious adverse impact to the patient. Device analysis noted that [there were tears noted on the wrinkled outer member. During functional testing to address blood in inflation lumen, fluid leaked from noted tears on outer member during pressurization.] No additional information was provided.